Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl had foreign matter on the syringe tip. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 306572, batch no: 8330636. It was reported that a small piece of plastic was still attached to the syringe tip. Per incident report: small piece of plastic still attached to syringe at tip (where attachment to IV and/or needle would occur). This small piece of plastic could break off and become lodged in the patient's vein.

Manufacturer narrative:
H.6. Investigation: DHR was reviewed, the non-conformances were reviewed for this batch, and there was no record of any non-conformances associated with this issue. The sample received confirmed barrel luer tip flash. The root cause may be related to moulding pin wear and inspection and detection methodology inadequacy on the moulding machine. CAPA#733763 was initiated.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl had foreign matter on the syringe tip. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 306572 batch no: 8330636 it was reported that a small piece of plastic was still attached to the syringe tip. Per incident report: small piece of plastic still attached to syringe at tip (where attachment to IV and/or needle would occur). This small piece of plastic could break off and become lodged in the patient's vein.